Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they went to get the pump filled today and the healthcare provider said that they pulled out 17 ml. Patient stated that they were then scheduled for a catheter study. Patient said that yesterday morning they got a low volume alarm. Patient said that today healthcare provider (hcp) filled the pump and pulled out nearly what they put in the last time. Patient wanted to know more about the catheter study. Agent reviewed and redirected patient to healthcare provider to further address the reported issue.

Event description:
Additional information was received from the healthcare provider (hcp). It was reiterated that the patient had a volume discrepancy at refill. The hcp reported that the catheter study revealed a kink and the pump was placed in minimum rate. The patient was being treated with systemic medications and there was no plan to revise or place a catheter at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2017: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2019-02-22, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.